Event description:
It was reported that the cautery tip fell off the device upon removal through the trocar. The detached piece was located and immediately removed from the pt. The procedure was completed and the pt was sent to recovery with no injury to the pt.